Event description:
New IV pump software goes to "kvo mode" when fluid volume infused. Patient on vent at the time of error. See product/therapy section for medications infusing at the time of error. If medications stopped potential for self-extubation and complications with chest tube, foley and central lines. These are near misses and it is my concern that the function is default programming instead of not default and there should be a notification by the manufacturer that it should not be default for critical infusions/drips. FDA safety report ID# (B)(4).